Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 90 mg/dl. Reportedly, the issue was resolved after the customer loaded a new cartridge.